Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Since the device was received with no telemetry there is no way to extract any information that would allow assessment of device performance. No conclusive analysis is possible on this device. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)